Event description:
It was reported that when a pacer-dependent patient presented for a follow-up, episodes of non-sustained rv oversensing was observed due to myopotentials oversensing. The oversensing was not reproducible during in-clinic tests. Programming changes were made. The patient was fine and will be followed routinely.

Manufacturer narrative:
(B)(4).